Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, life scan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the reporter contacted lifescan (lfs) alleging that the lay pt's one touch ultra 2 meter powers off during use. The complaint was classified based on the customer care advocate's (cca) documentation since the medical affairs specialist (mas) was unable to obtain add'l info. The reporter was not sure when the alleged product issue started. He said it may have been a couple days [prior to his contacting lfs]. The date, time and result of the pt's last meter reading prior to the time of concern was not provided. The pt passed out and received medical intervention on the day before at 7:30pm. Emergency services was summoned. A result "down in the 20's" was obtained on an emt meter. The pt was treated with IV glucose. The cca noted that the reported meter shut off before the automatic shutoff time period. The meter battery was replaced per the owner's manual. The meter, test strips, and control solution were replaced. The complaint is reported because the reporter alleges that the pt's lfs meter powered off during use. The reporter further claims that the pt passed out and a low reading on an emt meter was obtained.